Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Patient had no ill effects. Sample is not available.